Event description:
It was reported that when the patient was hospitalized due to an unrelated operation, an inappropriate rate decrease due to ventricular oversensing was observed. Programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.